Event description:
Borderline mucinous tumor. Had 19cm ovarian mass removed and total hysterectomy. I've had other symptoms I can't explain following implants I had put in (B)(6) 2014. Basically feeling lazy and mentally fogged up. No desire to do anything, no motivation. Weight gain etc. Unsure how to answer those I'm not a dr. Had high ca 125 levels. FDA safety report ID #: (B)(4).